Event description:
Diagnosed with glioblastoma idh--wildtype grade IV and had resection surgery. Starting radiation therapy in a few weeks. Have been using a phillips machine for obstructive sleep apnea (diagnosed and started treatment for in 2012). When recall announced, stopped using it and requested a replacement. Unable to wait for replacement process because of sleep apnea affecting my heart. Already have a pacemaker due to condition. Need an immediate solution and phillips is unwilling to expedite a replacement machine which is urgently needed. FDA safety report ID # (B)(4).